Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gravida ii, parity 4 (date of births: (B)(6) 2015; (B)(6) 2008; (B)(6) 2014; (B)(6) 2015) and anemia. Previously administered products included for an unreported indication: albuterol from 2014 to 2016. Concurrent conditions included obesity, weakness, vomiting and adenomyosis. Concomitant products included caffeine and vitamins. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dyspepsia ("digestive problems"), visual impairment ("vision decreased / vision changes") and weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dry skin ("hormonal changes : dry skin"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sex)"), migraine ("migraine") and headache ("headaches"). In 2016, the patient experienced skin exfoliation ("rashes or skin conditions: dry scaly skin"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss") and abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") nausea ("nausea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, dyspepsia, dry skin, headache, abdominal pain lower, weight increased and weight decreased outcome was unknown and the female sexual dysfunction, dyspareunia, alopecia, migraine, nausea, skin exfoliation, visual impairment and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, skin exfoliation, tooth disorder, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: 3-4 coils were visualized at the end. She had the essure birth control implanted in (B)(6) 2015 to help control her heavy bleeding, however she has continued to have heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. On (B)(6) 2017, pathology report showed, bilateral fallopian tubes and essure: fallopian tubes (2). Uterus and cervix: benign cyclical endometrium. Benign cervix. Unremarkable myometrium and uterine serosa bilateral fallopian tube stumps with metal wire material bilateral fallopian tube stumps are attached, each measuring 1.0 x 0.6 cm. Each fallopian tube stump shows a metal wire. The tissue surrounding the wire is grossly unremarkable most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - new event, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sex), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, digestive problems, hair loss, dry skin, migraine, headaches, nausea, lower abdominal pain, rashes or skin conditions: dry scaly skin, vision decreased, weight gain, weight loss, abdominal pain" were added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient had a surgery to remove essure. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.